Manufacturer narrative:
This complaint is under investigation and will be updated once additional information becomes available.

Event description:
Boston scientific received information that this patient received a latitude red alert for high shock impedance. No adverse effects nor any medical/surgical intervention have been reported at this time.

Event description:
Additional information indicates the cause was not determined and will continue to monitor lead.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed as the device was explanted due to normal battery depletion and the device was returned for evaluation.